Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A patient service representative (psr) contacted zoll customer support to report that a (B)(6) year old female patient had a reaction under her left breast. The psr reported that the reaction looks like an ulcer that measures 0.5" - 0.75" and that the ulcer was draining some discharge. Patient's doctor advised the patient to remove the device until the wound heals. There was no follow up to see if the ulcer healed.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.